Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels between 350-370 (mg/dl) and moderate ketones. Reportedly, the customer has leukemia and believes their illness contributed to their elevated bg levels. Injections and pump boluses were delivered to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.